Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer stated that their insulin pump was suspended due to a sensor glucose reading of 40 mg/dl but the customer's actual blood glucose level was 148 mg/dl. The customer stated that the issue may have occurred because they were lying on the sensor. The customer declined troubleshooting he issue. The customer did not return the product back for analysis.